Event description:
New information received notes the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The oversensing did not lead to inappropriate high voltage therapy. No intervention was performed and the patient will continue to be monitored. The patient experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine device check, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. No intervention was performed. If additional episodes occur in the future, programming changes will be made at that time. The patient was asymptomatic and will continue to be monitored.